Event description:
The core micro drill was sent for evaluation because it would not stop running even when it was turned off. The event occurred when it was being tested by the sales representative. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device running even when it was turned off.